Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there were no anomalies found.

Event description:
It was reported that the patient passed away due to septic shock. It was noted that the cause of death was not related to the pump. At the time of report, the pump was leaking a lot, though it was unknown if the pump had been turned off. The catheter was no longer connected to the pump. It was stated that the pump had been refilled about three days prior to the death. It was later reported that the healthcare professional did not know the cause of death, but it was reportedly not related to the device. The device had been delivering gablofen.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.